Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported.  The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned  medical records received and evaluation: no medical records were received for review with a clinical consultant   device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.     Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2007 and was revised on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in her blood.